Manufacturer narrative:
(B)(4). Medical products: 192014 - echo por fmrl ¿ 020010. 139252 - m2a-magnum 42-50mm ¿ 850450. 157446 - m2a-magnum mod hd ¿ 201370. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03542.

Event description:
It was reported patient underwent left hip revision approximately 7 years post implantation due to metallic-stained tissue, metallosis, dehiscence of the posterior hip implant capsule, elevated metal ion levels, and loosening of the cup. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that patient presented with acute hip pain approximately 7 years post implantation and underwent a revision surgery. During the surgery, large amounts of clear fluid, severe synovitis and wear debris was found in the joint capsule. The cup component was found to be completely loose. The joint space was debrided removing pseudocapsule and synovial tissue. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was confirmed by review of operative notes provided confirming patient underwent a revision surgery due to pain, metallosis, and elevated metal ion levels. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.